Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, in approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (e.g., elevated cell count, abdominal pain) are used to identify the infection. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and completed antibiotic therapy on (B)(6) 2024. During follow-up, the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >10,000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1500 mg daily and linezolid 600 mg twice daily for 21 days. On 29/aug/2024, the patient¿s peritoneal effluent culture results returned negative for growth; however, the antibiotic course was completed. The pdrn reported the cause of the peritonitis is unknown; however, it was reported the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient has recovered from the serious adverse events and continues to undergo ccpd utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and completed antibiotic therapy on (B)(6) 2024. During follow-up, the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >10,000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1500 mg daily and linezolid 600 mg twice daily for 21 days. On (B)(6) 2024, the patient¿s peritoneal effluent culture results returned negative for growth; however, the antibiotic course was completed. The pdrn reported the cause of the peritonitis is unknown; however, it was reported the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient has recovered from the serious adverse events and continues to undergo ccpd utilizing the same liberty select cycler without reported issue.